Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure it was noted that the fiber was firing from both the tip and side. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "stable". No harm to the patient reported.